Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5063184) in united states on 19-jul-2016 which refers to who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. She reported she had experienced terrible things for over a year. Additional information received on 05-aug-2016. The consumer mentioned hospitalization and intervention required but did specified the event. This case was considered invalid because no specific adverse event was reported. Upon receipt of follow up on 27-jul-2016, this case was completed and became valid. She reported essure was inserted in (B)(6) 2013 for permanent birth control. She reported the following events: major pelvic cramping / major pelvic pain, sexual intercourse was painful, he did a patch test that was positive for a metal allergy / essure allergy, alopecia, hair also very dry, hair also very brittle / hair breaking, general body swelling, stomach bloating, general body aches, joint aches, brain fog, confusion, difficulty remembering names, frequent headaches, metallic taste in mouth, teeth breaking, swollen glands in neck, hives all over, developed chronic fatigue syndrome which caused falls, decreased libido, weight fluctuations, gas, diarrhea, and multiple upper respiratory infections. The alopecia and dry, brittle, breaking hair started 3 to 4 months after essure implanted. All others events started about 6 months after essure was placed. She could not recall the exact dates. She stated the hospitalization previously reported refers to when she experienced severe body stiffness and upper respiratory infection symptoms, in (B)(6) 2016, and went to the ER. However, she was not admitted. She was diagnosed with an upper respiratory infection and was discharged with an antibiotic (could not recall name) and hydroxyzine. She was also told to follow-up with her hematologist. The consumer described that she has regular visits with her hematologist, to treat her preexisting condition of thalassemia, which she developed as a child (prior to use of essure). After she began to experience the adverse events reported, her obgyn and primary doctor referred her to her hematologist. Her hematologist attributed all of her symptoms to the essure implant; he did a patch test that was positive for a metal allergy and on (B)(6) 2016 she had a total hysterectomy which included the removal of the essure. Since the removal she was fully recovered. She would juts to go and get the chronic fatigue syndrome checked, but I could tell it was gone. She was feeling much better. On 05-aug-2016 quality-safety evaluation of ptc received: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented major pelvic cramping / major pelvic pain and multiple upper respiratory infections. Both serious events due to medical importance. Multiple upper respiratory infections is unlisted while other event is listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started about 6 months after essure was placed, consumer underwent total hysterectomy with essure removal, around 3 years after insertion. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Regarding the event multiple upper respiratory infections, given essure's local action in fallopian tubes, causality was considered very unlikely. This case was considered an incident, since device removal was required. The product technical analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5063184) on 19-jul-2016. The most recent information was received on 14-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("major pelvic cramping / major pelvic pain/ pain"), upper respiratory tract infection ("multiple upper respiratory infections") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thalassemia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant) with lymphadenopathy and musculoskeletal stiffness, dyspareunia ("sexual intercourse was painful"), allergy to metals ("he did a patch test that was positive for a metal allergy / essure allergy") with urticaria, alopecia ("alopecia"), hair texture abnormal ("hair also very dry"), trichorrhexis ("hair also very brittle / /hair breaking"), swelling ("general body swelling"), abdominal distension ("stomach bloating"), pain ("general body aches"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), confusional state ("confusion"), memory impairment ("difficulty remembering names"), headache ("frequent headaches"), dysgeusia ("metallic taste in mouth"), tooth fracture ("teeth breaking"), chronic fatigue syndrome ("developed chronic fatigue syndrome"), fall (""developed chronic fatigue syndrome" which caused falls"), libido decreased ("decreased libido"), weight fluctuation ("weight fluctuations"), flatulence ("gas") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydroxyzine and surgery (removed the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, upper respiratory tract infection, dyspareunia, allergy to metals, alopecia, hair texture abnormal, trichorrhexis, swelling, abdominal distension, pain, feeling abnormal, confusional state, memory impairment, headache, dysgeusia, tooth fracture, chronic fatigue syndrome, fall, libido decreased, weight fluctuation, flatulence and diarrhoea had resolved and the genital haemorrhage and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, chronic fatigue syndrome, confusional state, diarrhoea, dysgeusia, dyspareunia, fall, feeling abnormal, flatulence, genital haemorrhage, hair texture abnormal, headache, libido decreased, memory impairment, pain, pelvic pain, swelling, tooth fracture, trichorrhexis, upper respiratory tract infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-sep-2017: summons received. Reporter information updated, lawyer added as reporter. Essure start date updated from (B)(6) 2013. Event persistent bleeding was added and pain was clubbed with previously reported event pelvic pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063184) on 19-jul-2016. The most recent information was received on 05-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("major pelvic cramping / major pelvic pain/ pain"), upper respiratory tract infection ("multiple upper respiratory infections"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2010, (B)(6) 2013), microcytic anemia, abdominal operation, eczema, sinusitis, renal surgery (as a child), automobile accident (as a child), psoriasis and penicillin allergy. Patient does not use alcohol. Previously administered products included for an unreported indication: blood transfusion in 2013 and oral contraceptives. Concurrent conditions included thalassemia, depression, allergy to gold, drug allergy, peanut allergy (rash), smoker (0.50 packs/day for 11 years type cigarettes/ smokes 3 cigs/day), menorrhagia, rash, latex allergy (rash), abstains from alcohol and seasonal allergy. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as sertraline. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), upper respiratory tract infection (seriousness criterion medically significant) with lymphadenopathy and musculoskeletal stiffness, allergy to metals ("he did a patch test that was positive for a metal allergy / essure allergy") with urticaria, alopecia ("alopecia/ hair loss"), hair texture abnormal ("hair also very dry"), trichorrhexis ("hair also very brittle / /hair breaking"), swelling ("general body swelling"), abdominal distension ("stomach bloating"), pain ("general body aches"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), confusional state ("confusion"), memory impairment ("difficulty remembering names"), headache ("frequent headaches/ headaches"), dysgeusia ("metallic taste in mouth"), the first episode of tooth fracture ("teeth breaking"), chronic fatigue syndrome ("developed chronic fatigue syndrome"), fall (""developed chronic fatigue syndrome" which caused falls"), libido decreased ("decreased libido"), weight fluctuation ("weight fluctuations"), flatulence ("gas") and diarrhoea ("diarrhea"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("misplacement of device"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("sexual intercourse was painful/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("autoimmune disorder type of disorder: chronic fatigue/ fatigue") and nausea ("nausea"). In (B)(6) 2014, the patient experienced spinal pain ("spine pain (severe)"), back pain ("back pain (severe)"), pain in extremity ("arms pain (severe)/ legs pain (severe)") and abdominal pain ("abdominal pain (severe)"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes describe: levels changed"), the second episode of tooth fracture ("dental problems teeth breaking/rotting"), dental caries ("dental problems teeth breaking/rotting") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problem condition: severe anxiety"), mood swings ("psychological or psychiatric problem condition: mood swings") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). In 2016, the patient experienced leukocytosis ("blood or heart disorder/condition type: leukocytosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("infection (other) describe") and thalassaemia ("thalassemia - improving"). The patient was treated with hydroxyzine, antibiotics, citalopram, duloxetine, colecalciferol (vitamin d) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, upper respiratory tract infection, dyspareunia, allergy to metals, alopecia, hair texture abnormal, trichorrhexis, swelling, abdominal distension, pain, feeling abnormal, confusional state, memory impairment, headache, dysgeusia, chronic fatigue syndrome, fall, libido decreased, weight fluctuation, flatulence, diarrhoea, spinal pain, back pain, pain in extremity and abdominal pain had resolved, the genital haemorrhage, uterine haemorrhage, arthralgia, weight increased and device deployment issue outcome was unknown and the hormone level abnormal, urinary tract infection, infection, anxiety, mood swings, fatigue, fibromyalgia, migraine, leukocytosis, the last episode of tooth fracture, dental caries, dysmenorrhoea, vaginal discharge, nausea and thalassaemia was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, chronic fatigue syndrome, confusional state, dental caries, device deployment issue, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, genital haemorrhage, hair texture abnormal, headache, hormone level abnormal, infection, leukocytosis, libido decreased, memory impairment, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, spinal pain, swelling, thalassaemia, trichorrhexis, upper respiratory tract infection, urinary tract infection, vaginal discharge, weight fluctuation, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: she did not retain the essure device or any portion of it, after essure removed. She was not advised of any complications from essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. (B)(6) 2013, fl hysterosalpingogrm-findings: uterine cavity nl right tube occluded , essure in correct location left tube occluded , essure in correct location. Impression: successful occlusion of both fallopian tubes status post essure placement. (B)(6) 2015, us pelvis+bladder with transvaginal-impression: small hemorrhagic cyst within the left ovary, otherwise unremarkable study. She had multiple essure confirmation tests, hysterosalpingogram (hsg) on (B)(6) 2014 and (B)(6) 2014. Result was device place properly, total bilateral occlusion. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. On (B)(6) 2016, she had urine hcg negative. On (B)(6) 2016, uterus-essure coils seen within bilateral cornua. On (B)(6) 2016, endometrium: metrium 4.4 mm with irregularity lower uterine segment suspicious for possible intracavitary lesion, posterior endometrium 4.7 mm ovaries: left: l-33mm w-21mm h-24mm vol:s.7035ml, a complex cyst with low level echoes and surrounding color flow with no internal color flow measuring 19 x 12 x 14 mm. Right:: appears normal. L-34mm w-18mm h-22mm vo1:7.d457ml. Follicle. Left impression: hemorrhagic cyst. (B)(6) 2016, saline infusion sonogram: normal appearing retroverted uterus. The endometrial cavity contains sonolucent ambient fluid near the fundus. The single layer antenor endometrial thickness measures 4.4 mm 'with irregularity noted near the lower uterine segment and the single layer posterior endometrial thickness measures 4.7 mm. Saline infusion sonogram demonstrates a normal appearing endometrial cavity. No intracavitar/lcsion. Normal appearing right ovary. Normal size left ovary with minimally complex cyst measuring 19 x 12 x 14 mm, likely hemormagic corpus luteum. Incidental note made of bilateral essure coils inexpected location. Small amount of sonolucent free fluid in the cui de sac. Likely physiologic (B)(6) 2016, uterus, cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy-corpus: proliferative endometrium. Myometrium and serosa with no significant pathologic abnormalities. Cervix: squamous metaplasia. Bilateral fallopian tubes: no significantmicroscopic abnormalities concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, dysmenorrhea, alopecia, nausea, urticaria, anxiety. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events allergic or hypersensitivity reaction type: hives, dyspareunia (painful sexual intercourse), hair loss were clubbed with previously reported events. Events hormone level abnormal, urinary tract infection, infection, anxiety, mood swings, fatigue, fibromyalgia, migraine, leukocytosis, tooth fracture, dental caries, dysmenorrhoea, spinal pain, back pain, pain in extremity, abdominal pain, vaginal discharge, weight increased, device deployment issue, nausea, thalassaemia and uterine haemorrhage were newly added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up from 12-sep-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented major pelvic cramping / major pelvic pain and multiple upper respiratory infections. Both serious events due to medical importance. Multiple upper respiratory infections is unlisted while other event is listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started about 6 months after essure was placed, consumer underwent total hysterectomy with essure removal, around 3 years after insertion. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Regarding the event multiple upper respiratory infections, given essure's local action in fallopian tubes, causality was considered very unlikely. This case was considered an incident, since device removal was required. The product technical analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.